Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation it will be difficult to confirm the reported problem.

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the bisector was not moving smoothly. A second device had the same problem. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.